Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2005 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence, additional surgery, adhesions, severe pain. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03363020 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: [missing records: records for operation where gore® dualmesh® plus biomaterial (1dlmcp03/03363020) was implanted was not provided]. (B)(6) 2005: (B)(6) hospital. (B)(6) rn. Implant record. Company: goretex [sic]. Catalogue number: 1dlmcp03. Lot number: 03363020. Site: ventral. Implant sticker. Dualmesh plus antimicrobial. Lot: 03363020. Item: 1dlmcp03. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/03363020) was implanted during the procedure. Records span (B)(6) 2005 to (B)(6) 2005. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: on (B)(6) 2005: (B)(6), md. Indications: ¿this is a 32-year-old woman who presented with epigastric and midabdominal pain. On examination, she had a several-centimeter hernia repair. She also had gallstones, and thought that she might have symptomatic cholelithiasis. The plan was to take out her gallbladder if the hernia repair would not require mesh; however, it did require mesh. Therefore, gallbladder resection would be postponed until a later date if necessary.¿ implant procedure: ventral hernia repair, 8-cm defect, with dual-sided gore-tex mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp03/3363020]. Implant date: on (B)(6) 2005 (hospitalization on (B)(6) 2005). On (B)(6) 2005: (B)(6), md. Assistant: (B)(6), md, resident. Preoperative and postoperative diagnosis: ventral hernia. Anesthesia: general. Estimated blood loss: minimal. Procedure: ¿patient was prepped and draped in the usual sterile fashion after undergoing uneventful general endotracheal intubation anesthesia. A midline wound was made over the umbilicus and extended down below the umbilicus when the extent of the hernia defect was appreciated. Hernia defect measured approximately 4 x 8 cm in size, and the hernia sac was excised and the fascia was delineated circumferentially. Dual-sided gore-tex mesh was then placed into prolene x2. 2-0 vicryl, the wound and sutured in place with running 2-0 subcutaneous tissue was then closed with a running and the skin was closed with a running 4-0 monocryl subcuticular. Benzoin, steri-strips, and sterile dressings were applied. Patient tolerated the procedure well. No known initial perioperative complications. Sponge and needle counts were correct x2.¿ on (B)(6) 2005: (B)(6), rn. Implant record. Company: goretex [sic]. Catalogue number: 1dlmcp03. Lot number: 03363020. Site: ventral. Implant sticker. Dualmesh plus antimicrobial. Lot: 03363020. Item: 1dlmcp03. Explant preoperative complaints: on (B)(6) 2015: (B)(6), md. ¿the patient had previous surgery at (B)(6) hospital and a gore-tex mesh had been placed. She was symptomatic with large recurrent hernia, which was reducible and tender. She presented for an elective repair. She was seen in ambulatory surgery. We talked about the possibilities of bleeding, infection, recurrence, possible retromuscular repair, possible hospitalization. She wished to proceed.¿ explant procedure: large ventrio mesh repair incarcerated recurrent ventral incisional hernia. Explant date: on (B)(6) 2015 (hospitalization on (B)(6) 2015). On (B)(6) 2015: (B)(6) md. Assistant: (B)(6), pa-c. Preoperative diagnosis: recurrent ventral incisional hernia. Postoperative diagnosis: recurrent ventral incisional hernias x4. Anesthesia: general. Description of procedure: ¿she was then taken to the operating suite, placed under general anesthetic, prepped with hibiclens and draped. A time-out was done. The previous incision was infiltrated with 0. Marcaine, 1% xylocaine and a l so above and below and an incision was made, carried through skin and subcutaneous tissue. The large hernia that was felt was identified and followed down to the fascial defect. It was carefully dissected through an extreme number of adhesions from the surrounding tissue. Because of the adhesions present, the dissection lasted over 45 minutes. Once this defect was identified, it was noted there were multiple defects below this. A total of 4 defects, all of which were incarcerated into her abundant adipose tissue of varying sizes. Each of these was dissected. It was noted that the previous gore-tex mesh was to one side of the incision and defects were noted below, lateral to on the left side and above including 1 defect that was well above the previous repair and was incarcerated. All of these were reduced. Multiple suture ligatures were required of vicryl and subcutaneous tissue for bleeding from the dissection and scar tissue. The omentum was contained within the hernia sacs and some loops of bowel were adherent. The adhesions between the omentum and small bowel were lysed and the hernias were reduced. Hemostasis was completed in the omentum with multiple vicryl ties and suture ligatures. With acceptable hemostasis, the fascia and peritoneum were generously infiltrated with local anesthetic. A large ventral mesh, which was 7 cm in size and had ptfe facing inwards of polypropylene facing outwards. Polypropylene portion at its edges were now tacked down to the fascia with significant overlap in every axis; 0 prolene sutures were used to tack this. Approximately 12 sutures were placed to hold this in place. Care was taken that no bowel was caught, that the omentum lay between the mesh and the bowel and hemostasis was completed. These sutures were serially placed and were carefully tied under direct vision. Tissues were now approximated over the mesh. The mesh had been soaked in bacitracin, so bacitracin was irrigated into the wound. Subcutaneous tissues were closed with vicryl and a subcuticular monocryl was applied to the skin. Steri- strips, mastisol and a binder were applied. She remained stable through the procedure. Sponges, needles and instruments were all accounted for. Because of dissection, the estimated blood loss was about 300 ml from oozing from the scar tissues. The previous gore-tex mesh, which was small at this point and no more than about 4 cm to 5 cm in size was removed. She remained stable through the procedure. Sponges and needles were all accounted for. Assistance and retraction were provided by (B)(6) during this extensive dissection and repair. She will be kept in an observation bed. The case was discussed with her family.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.